Event description:
It was reported by service report that the right release handles and footend cover were broken exposing sharp edges and the customer alleged that the mattress slid of the litter. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Release handles, mattress.